Event description:
A lifecor patient service representative (psr) contacted customer support to report that a male patient died in the ER with the vest on. Support had the psr download the device. The psr stated that the patient went into respiratory arrest at 9:15 and was intubated. Initially, the patient was believed to be in v-tach, but this was incorrect. Support was told that the patient was thrashing about and not in v-tach at that time. The patient's condition continued to deteriorate. The lifevest recorded two automatic events, the first at 9:33:04 and the second at 9:33:57. The electrode belt was removed at 10:05:17. It was stated that the patient had 5 electrodes and two defibrillator pads on his body, which may have been under the lifevest pads. It was also stated that the device might have been unclipped prior to the removal of the belt from the monitor. The ER physician's assistant stated that based on the blood work and other tests that the patient had a pulmonary embolism, which was stated as the cause of death.

Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation, but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. A report of a patient death indicated, he was wearing the lifevest at the time in 2007. It was reported that the time of death was about 9:30 am. A physician's assistant associated with the ER reported that the cause of death was a pulmonary embolism. Device recording summary: 1. The device was started at 03:00:11, 2. Bradycardia was noted intermittently between 05:01 and 08:23. 3. An arrhythmia alarm was given at 09:33:03 until 09:33:07. The ECG recording begins with bigeminy on the fb channel with a rate of 96 bpm, and artifact on the ss channel with a periodicity of about 108 per minute. This may be motion artifact from chest compressions. Short runs of vt are noted later in the recording. The longest is six beats. 4. A second arrhythmia alarm was given at 09:33:57 until 09:34:02. The ECG recording shows short runs of vt evident on both channels. This settles into bigeminy and later strings of normal beats are noted. 5. The best is disconnected at 10:05. 6. A download occurs at 10:18. 7. The best was reattached at 10:43 and the battery was pulled at 10:47. Conclusions: the cause of death was a pulmonary embolism, a condition that the lifevest does not treat. Although short runs of non-sustained ventricular tachycardia (nsvt) were recorded, no sustained ventricular arrhythmias are evident. Artifact in the ECG indicated compressions might have been given while the lifevest was worn, possibly because the patient was in respiratory arrest or had pulseless electrical activity. (See scanned pages).